Manufacturer narrative:
(B)(4), date sent: 02/03/2022.

Event description:
It was reported that during a low anterior resection procedure that after removing the safety and pulling the trigger the device did not fire. A second stapler was opened, and the new battery was placed in the original device with no change. Original stapler was removed, and the second stapler was connected to the original anvil to complete the firing. It was a stressful situation trying to find the existing hole made by the initial device to connect to the anvil. Procedure was delayed by thirty to forty-five minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 02/15/2022. D4: batch # 140a74. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. When forward battery was inserted into the device, no backlight turned on. Upon removing the shrouds, the bulkhead contact was found to have curled up, preventing the device from powering up. When the contact was manually straightened, the battery was successfully installed into device. The deice was then fired into a test skin without any issues. No conclusion could be reached as to what may have caused the damage to the bulkhead contacts. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: insert the battery pack by lining up the release tabs on the battery pack with the slots on the rear of the device. Ensure battery pack is fully inserted into the device. An audible click will be heard and the tissue compression scale backlight will be illuminated when the battery pack is fully inserted. The device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.